Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported "I've been having some issues ". Patient later reported "starting to capsulize, headaches, joint pain, tingly, skin changes, rashes around my eyes and chest in between my breast, skin on chest has suckling and discoloring, I have anxiety, inflammation on the chest". Patient later reported "rupture". This record is for the right side. Device remains implanted.